Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that a patient's vns was explanted due to an infection. The explant occurred just over three months after the patient's last generator replacement. Further information was received from the patient's neurologist. He indicated that the infection was seen and reported a day before explant. The cause of the infection was reportedly a possible blister from a sunburn. The infection occurred at the chest and both the generator and lead were reportedly removed. Further information was received from the surgeon. He reaffirmed that the infection was first seen/reported a day before explant. His assessment of the cause of the infection was that it was from the implant procedure. He stated that the there could have been a systemic infection that was seeded from the implant. The device history record of the generator was reviewed. It indicated that he device had been sterilized per specification prior to being released for distribution. No additional relevant information has been received to date.